Event description:
During an in-clinic follow-up, there was increased capture threshold and undersensing observed on the right ventricular (rv) lead. The event was suspected to be caused by dislodgement. Diagnostic imaging was performed and confirmed the lead dislodgement. A revision procedure was performed, however while attempting to reposition the rv lead, the increased capture threshold continued. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported events inadequate capture and under sensing were not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The measured full helix extension length was within specification as received.